Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2015 with the following findings: the battery compartment was cracked near the top and below the bumper pad. There was evidence of moisture corrosion inside the battery compartment. Unrelated to this issue, the display screen was dim and discolored.